Event description:
Boston scientific received information that this right ventricular (rv) lead presented with increased pacing threshold measurements and reduced sensing. Loss of capture was noted, but it did not result in injury to the patient has they had an underlying intrinsic rhythm. The pacing and shock impedance measurements had remained stable. A chest x-ray was taken, and there was no evidence that the lead had dislodged. The patient had not experienced any complaints due to the high pacing thresholds; however, the patient did experience pain when pacing at maximum outputs. The physician suspected a lead perforation. A lead revision was performed and this rv lead was explanted and successfully replaced. The perforation was unable to be confirmed during the procedure. No additional adverse patient effects were reported. The rv lead will be returned for laboratory analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. Visual inspection confirmed a completed lead; however, severed into two segments (10.6 cm from the terminal pin). An extracting stylet was stuck inside the distal lead segment. Setscrew marks were observed on the terminal pin and the helix was in a retracted position, physically intact, and no signs of damage other than entwined tissue. Extensive testing was then performed on the proximal segment, to assess electrical integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry. Similar testing on the distal segment was unable to be performed due to the stuck extracting stylet; however, x-ray of this segment showed no lead fracture points. Laboratory analysis was unable to confirm the reported clinical observation.